Event description:
It was reported that this was an an arteriotomy closure of the left common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular abdominal aortic aneurysm repair [evar] procedure. Reportedly, cuff miss [suture retrieval issue] occurred with both devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.